Event description:
It was reported a patient underwent a revision surgical procedure due to a cerebral spinal fluid (csf) leak with pain in the area and the patient developed another csf leak and paraplegia. During the revision the surgeon removed a non-baxter patch and sealed the previous csf leak. A different non-baxter patch was applied along with the floseal and fibrin glue. After an unspecified amount of time, a csf leak was observed along with paraplegia. This prompted a second revision procedure the following day using another non-baxter device. Nine days later, the patient was discharged home even though the ¿pain persisted¿. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g4: updated from no to yes. Should additional relevant information become available, a supplemental report will be submitted.